Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. The patient's pump was implanted on (B)(6) 2014. Oral medications were prescribed to the patient while in the hospital and on discharge. The pump was set to minimum rate and alarms silenced. The patient had chosen to not have the pump replaced, and the hcp would explant the pump as soon as their operating room was reopened after covid. The event was resolved. No other contributing factors were identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a pump motor stall with no recovery occurred. The event date was (B)(6) 2020. The patient did not have an MRI. The hcp programmed the pump to minimum rate mode and would manage the patient orally. There were no reported symptoms. Further complications were not reported.